Event description:
A customer reported that the plpul2520, ultra surgical smoke evacuation pencil device was used in an ogd & total gastrectomy procedure on (B)(6) 2025, and ¿the plastic part of the diathermy tip extension was broken whilst using for surgery¿. Further assessment found that, "on the plume-pen, there is a plastic attachment continuing from the diathermy tip to the pen, this plastic connection was displaced/ broken/ separated/ not in continuity. When noticed, the broken piece was still inside the pen. The site was thorough inspected and nothing found. Malfunctioned instrument had no effect on patient¿s surgical outcome". The procedure was completed as normal with an alternate same device and a delay of two minutes. There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event can not be verified. A two-year lot history review shows a total of one device for this lot number and failure mode. A device history record review was requested from the manufacturer, and no indication of abnormalities was communicated. (B)(4). Per the instructions for use, the user is advised if necessary to remove blade. Unplug the pencil. Ensure that cam is in the lock position. Use a surgical clamp and pull blade forward. Replace with blade of choice. Confirm that blade is completely inserted and secure before activating pencil. Never force the blade into the pencil. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A customer reported that the plpul2520, ultra surgical smoke evacuation pencil device was used in an ogd & total gastrectomy procedure on (B)(6) 2025, and ¿the plastic part of the diathermy tip extension was broken whilst using for surgery¿. Further assessment found that, "on the plume-pen, there is a plastic attachment continuing from the diathermy tip to the pen, this plastic connection was displaced/broken/separated/not in continuity. When noticed, the broken piece was still inside the pen. The site was thorough inspected and nothing found. Malfunctioned instrument had no effect on patient¿s surgical outcome". The procedure was completed as normal with an alternate same device and a delay of two minutes. There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.